Event description:
It was reported that the patients implantable pulse generator (ipg) had gone from a full charge to low battery after the physician added a paddle lead for a new pain area. It was believed that the ipg was damaged by the use of electrocautery during the lead addition procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The explanted ipg was returned for analysis. It would not charge despite the multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. A labeling review was performed, and it did not reveal any anomalies. With all the available information, boston scientific concludes that the allegation of ipg battery depleted after paddle lead addition procedure was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation.

Event description:
It was reported that the patients implantable pulse generator (ipg) had gone from a full charge to low battery after the physician added a paddle lead for a new pain area. It was believed that the ipg was damaged by the use of electrocautery during the lead addition procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.